Event description:
On (B)(6) 2013, wife requested assistance viewing the bolus history and reported the patient has experienced hyperglycemia for the past few days. His blood glucose was 537 mg/dl on the morning of the report, and he had a headache and was thirsty and vomiting. His target blood glucose is 130 mg/dl, and he delivered a bolus as treatment. The time and date were not set correctly, and this was fixed during the troubleshooting call. Wife reported he'd change the infusion set to see if that resolved the concern. Follow-up was completed on (B)(6) 2013. He continued to experience hyperglycemia, and the meter recommended a bolus of 1.4 units. Wife does not believe this was accurate, and they went to a doctor and were advised to go to the hospital. He was admitted to the hospital and diagnosed with diabetic ketoacidosis, and he was taken off the infusion device and treated with an insulin injection and insulin drip. He also received fluids and protonics for heart burn. His blood glucose decreased to 360 mg/dl, and he was still hospitalized at the time of follow-up. Wife believes the parameters were set correctly but the meter should've recommended a higher bolus. The meter was replaced and requested for evaluation.

Manufacturer narrative:
The blood glucose monitor was evaluated. The investigation did not identify any malfunction or error in the recommended bolus amounts associated to the incident reported in this case. Review of the device memory did not find any evidence for an error of this type. This case is set to not verified based on the investigation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.